Event description:
In 2001, the cryopreserved pulmonary valve and conduit was implanted into the aortic position of a pt having a history of aortic stenosis, ascending aortic aneurysm, and coronary artery disease. Concomitantly, the aortic aneurysm was repaired with a synthetic graft, while the coronary arteries were bypassed using the patient's mammary artery and saphenous vein. In 2002, the patient underwent surgery to replace the synthetic graft, which was reported to be infected and aneurysmal. At that time, a tissue biopsy of the pulmonary valve and conduit was obtained and revealed the presence of candida. The patient was reportedly treated with anti-fungal therapy, and the pulmonary valve and conduit remains implanted.